Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted directly into the biliary duct to treat a stricture due to an extrinsic obstruction during a biliary drainage procedure performed on (B)(6) 2025. The physician was using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During procedure, the axios stent first flange did not expand as observed under x-ray. A guidewire was passed to maintain the tract, and the first flange appeared compressed on the radiographic image. The physician then deployed the axios stent second flange. Once released, the stent shifted since the first flange did not expand. The stent was then removed using a rescue grasper, and the puncture site was closed with a clip. The physician then decided to perform the drainage through the gallbladder using another axios stent, which was successful. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of the additional device required (grasper) to remove the stent.